Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two months ago. Aneurysm and vessel morphology were not reported. The patient had a history of blood coagulation issues with severe clotting. The endurant stent grafts were implanted without complication. It was reported that the patient presented emergently on an unknown date and a CT demonstrated that there was iliac limb occlusion; however, it is unknown on which side it was. The patient was treated with thrombolysis and thrombectomy. No additional clinical sequelae were reported and the patient is fine. Exact date of event is unknown.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (blood coagulation complications and severe clotting). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (blood coagulation complications and severe clotting).